Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported has been verified and repaired. A review into the depuy synthes mitek complaints system revealed three similar complaints that had occured before this device's was submitted for repair. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during a knee arthroscopy the fms duo pump was spinning out of control when tubing was clamped off and the chamber overfilled then wouldn't pump fluid after changing the tubing sets. This occurred during three different procedures: shoulder; knee; acl arthroscopies. Additional information received by mitek complaints on 07october2015 via phone: the sales representative confirmed that there was no delay in the procedure and no patient consequences. The sales representative confirmed that there was no extravasation or extra fluid buildup in the patient's joint. Please see also medwatch report 1221934-2018-50734 and 1221934-2018-50664.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.